Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and visually inspected. Only the drill bit and one side of the foil packaging that contains the product label was returned for evaluation. This complaint can be confirmed. A nc was opened to track this failure with the supplier. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 8/16/2019. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that in relation to a hand surgery the microfix quickanchor+ with #3 orthocord packaging included the drill bit, but the anchor was missing.